Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury - post use the following information was provided by the initial reporter. The customer stated: "I acquired a needlestick injury while disposing the materials used after taking bloods from a known (B)(6) positive patient. Safety feature of the vacutainer was activated which is the usual practice; however, upon checking post injury, part of the tip of the needle was still exposed. Injury acquired at my right thumb, bleeding noted. Incident happened in patient¿s home. Patient is a resident in a care home." Remedial action: from the incident report: "following this incident staff reported to a&e and was prescribed anti-viral medication. Staff to inform occupational health on tuesday 19/04/2022 as today is bank holiday. Staff to complete a reflection account of the incident. Blood sample collected from the patient. Risk assessment to be completed."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the lot number is unknown, manufacturing and inspection records of 103 lots that was the same item (#367288) manufactured from february, 2021 to the end of january, 2022 were reviewed and no abnormality which could be related to safety shield activation defect was found. Also, release inspection records of the above 103 lots were checked and no problems were found in product appearance, the breakaway force, sustaining force or security force on safety shield. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.